Event description:
Customer reported that the battery test button light on the alarm panel of css console #4 turned red after holding the battery test button for four seconds. The css console had been plugged in to wall power for the past three days, with only a 15 minute unplugged interval. When unplugged, the charge indicator on the laptop was 90%. The customer further reported that all other css console functions were normal, and the patient was doing well. The patient was switched to a backup css console. There was not patient impact. This alleged failure mode poses a low risk to the patient because it does not prevent the css console from performing its life-sustaining functions. The css console will be returned to syncardia for evaluation, and the results will be provided in a supplemental MDR.